Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vticmo12.6, -14.5/1.0/095 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the right eye (od). The lens was implanted, removed and replaced intraoperatively. There was no patient injury. Problem resolved.